Event description:
The customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 635 mg/dl. The customer was also vomiting prior to the hospitalization. Initially, the customer declined all troubleshooting and only wanted the insulin pump replaced. The customer then stated, that she would first speak with her dr before taking the replacement insulin pump, since she has only been in insulin pump therapy for two weeks.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report compete to the best of our knowledge. No conclusion can be drawn at this time.